Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was reportedly in the hospital and falling in and out of ventricular tachycardia (vt). A physician questioned if the device was delivering shock appropriately, and requested that a boston scientific field representative interrogate the device.

Manufacturer narrative:
Additional information indicates that the patient is in a medically induced coma, and that the patient's current condition does not appear to be device related. Additionally, the device was interrogated and found to be working normally. The patient appeared to have a slow vt at a rate below the lowest programmed therapy zone. The physician requested that another therapy zone be programmed at a rate of 140 bpm. Current records suggest that this device remains in service at this time. This event will be updated if any additional information becomes available.